Manufacturer narrative:
H3- device evaluation: lens returned in a microcentrifuge vial with moisture and residue/debris on product. Visual inspection found optic torn/split. Haptic torn/broken. Unable to perform dimensional inspection due to damaged state of returned lens.. Corrected data; d4: primary unique device identifier (UDI) #: (B)(6) "UDI related data quality updates only" claim# (B)(4).

Manufacturer narrative:
Secondary surgical intervention to remove/replace the lens is identified in the labeling as a known potential adverse event following icl implantation. H6- investigation type 4110: lens work order search-no similar complaints reported for units within the same lot. Claim# (B)(4).

Event description:
A facility representative reported following an implantable collamer lens (icl) implantation procedure, the patient experienced refractive surprise and refractive change over time. The lens was replaced, and this resolved the problem. Cause of the event was unknown.